Event description:
Customer reportedly rec'd results of 589 mg/dl and 239 mg/dl within 10 minutes on the aviva system. No adverse event reported. Requested return of suspect device and replacement was sent.